Event description:
Adverse event(s): "fiber lodged in paracentesis wound". Product problem(s): "fiber (foreign material present in device [iol (intraocular lens) implant]). A surgeon reported a patient with a fiber lodged in a paracentesis wound following intraocular lens (iol) implant surgery. The surgeon reported three surgeries were required to remove the inflammatory fiber which resulted in a persistent wound leak. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/07/210 and 05/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).